Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿the pump ripped and bubbled dso seal and the top left button is also hard to press in fully¿. Confirmed by performing visual and functional pvt. Replaced dso seal and keypad to fix this. Upon further investigation, found that uso seal is buckling. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. There was no patient involvement.